Event description:
It was reported that approximately 21 days post port device implant during saline flush before chemotherapy administration, the patient allegedly experienced neck swelling. It was further reported that imaging demonstrated that the port catheter had broken and the broken catheter segment had slipped into the heart. Reportedly, the health care provider retrieved the catheter through the femoral vein and another port device was implanted. The patient is reported as in good condition and chemotherapy was continued.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was provided, a manufacturing review was not required to be performed. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the IFU or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on port implantation, catheter placement and tunneling the catheter. Therefore, the product labeling will be considered adequate. Investigation summary: one electronic photo was reviewed. The photo shows an MRI low-profile port, a groshong catheter in two fragments and a cathlock. The proximal catheter fragment is attached to the port and the cathlock is seated over the catheter fragment and port stem with radiopaque ring oriented distally. There appears to be blood throughout the device. The distal end of the proximal fragment and the proximal end of the distal fragment appear to be circumferentially aligned. Based on the photo review, a complete break in the catheter can be confirmed. One MRI low-profile port with groshong catheter in two segments and one cathlock were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. One photo was provided and reviewed. Two movies containing medical images and one medical image were also provided, and a medical image review was performed. The investigation is confirmed for a complete break in the catheter, as a complete circumferential break was identified approximately 10.2 cm from the distal end of the cathlock. The proximal catheter segment was returned attached the port body and distal catheter segment was returned detached. The cross-sectional surfaces of both break ends were observed to be jagged with relatively sharp edges. The investigation is also confirmed for catheter embolism, as the medical image review identified a catheter break and migration of the distal catheter fragment to the right heart. The reported events and findings from the investigation are consistent with fracture, material separation and migration issues. The definitive root cause could not be determined based upon available information. H10: g4h11: d10, h3, h6 (device 1395/4003, method, results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 03/2022).

Event description:
It was reported that approximately 21 days post port device implant during saline flush before chemotherapy administration, the patient allegedly experienced neck swelling. It was further reported that imaging demonstrated that the port catheter had broken and the broken catheter segment had slipped into the heart. Reportedly, the health care provider retrieved the catheter through the femoral vein and another port device was implanted. The patient is reported as in good condition and chemotherapy was continued.